Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the needle was retrieved during the same procedure? Could you please clarify if any other tissue was damaged as a result of search the needle? Please provide more information were x-rays taken to locate the needle?

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the procedure, when the surgeon was closing the skin, the tip of the needle broke off. The surgeon retrieved the tip. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2023. The following additional information was received: could you please clarify if the needle was retrieved during the same procedure? Needle was intact with suture; (the last 3rd of the needle broke and was retrieved by pa). Could you please clarify if any other tissue was damaged as a result of search the needle? Please provide more information: no; no search was needed as the needle was intact with suture, (the last 3rd of the needle broke but was retrieved) were x-rays taken to locate the needle? No x ray was needed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.